Event description:
The customer reported via medwatch: "no response from keypad. Unable to identify reason for alarm. Patient switched to another pump." "Medical center submits this report pursuant to the provision of 21cfr part 803. This report is based on preliminary information received by medical center which medical center has not had the opportunity to investigate or verify prior to the reporting date. Medical center has not conclusively determined the cause of the event. This report shall not be construed as an admission by medical center that it or any of its employees or affiliates caused or contributed to the incident described herein. In addition, the submission of this report shall not be construed as an admission that reportable event has in fact occurred."